Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2018 and inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: equipment serviced by non-pentax facility bending rubber non-pentax material air/ water socket cylinder o-ring chipped prism scratched air/ water socket worn thread passed dry leak test segment dented passed wet leak test primary operation channel non-pentax material primary operation channel excess glue at distal end hole in # 2 remote control button cover umbilical cable single buckled under pve root brace light carrying bundle distal cover glass middle scratched insertion tube damaged at segment side (unauthorized repair customer complaint confirmed fluid invasion not observed in control body pve electrical connector frame mild corrosion inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria.